Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. On 02/20/2025, intuitive surgical, inc. (Isi) received user facility report mw5165759 stating: da vinci xi instrument returned tagged "broken wire". This was also a part of a medical device correction sent by intuitive isifa 2024-09-c, UDI#: (B)(4). 2/18 lives remain on instrument. No pt harm noted. No fragments fell into the pt. Lot#: k11231201 0231, version 11.

Manufacturer narrative:
Correction: intuitive surgical, inc. (Isi) received voluntary mw5165759. B4 and h11 have been updated. The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.